Event description:
Related manufacturer reference number:2017865-2022-14528. It was reported that the patient presented in-clinic for a follow up check. Upon review, it was observed that the end of a lead cap had eroded through the patient's skin. The implantable cardioverter defibrillator and the capped right ventricle lead were both explanted. Patient was stable.